Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use the cuff of the device didn't leak. However, after it was inserted to the patient, the leakage of the cuff was noticed. The patient had been reintubated.